Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), myocardial infarction, and medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3-4. Visualization was difficult due to anatomical challenges. Two clips were implanted, reducing mr to 2. Post procedure, the patient suffered from a myocardial infarction (mi). The physician stated that since the mitraclip procedure was in the morning and the mi occurred in the night, it is unlikely the clip caused or contributed to the mi, but this cannot be confirmed. On (B)(6) 2019, it was confirmed that the second clip (90221u265) became detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mean pressure gradient was at 4mmhg; therefore, no additional clips were implanted. A percutaneous coronary intervention (pci) was performed to treat the mi. The first clip remains stable on both leaflets, and mr is 2. No additional information was provided.